Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient with this device experienced syncope while operating a motor vehicle. The patient was seen in the emergency room where the patient was noted be in complete heart block. It was reported that the patient had coded and was intubated. The right ventricular (rv) lead impedance was noted to have dropped from ~600 ohms to ~300 ohms with an associated increase in pacing thresholds. Loss of capture (loc) was seen with resulting greater than two seconds of asystole to the patient. Once the patient's condition was stabilized, a revision procedure was performed where the rv lead and device were explanted. Both products were returned for analysis.